Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2018 and the patient was discharged home. Later after the procedure the patient reported to the physician that she was "in a lot of pain". The patient's blood pressure was 220/150. They physician prescribed the patient an antibiotic and toradol. The physician instructed the patient to go to the emergency room (ER). There was a computed tomography (CT) scan performed and revealed "some fluid in her abdomen". No intervention was required. The patient was released same day and "reported to be doing fine".